Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a replacement dreamstation expert device's sound abatement foam. The patient has alleged foam in the tubing, which was used on the original device, and the water is dirty after use. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient.